Event description:
It was reported that when the box containing the product was opened, a hair was found sealed in one of the 6 sterile bags inside the box. It was further reported that there was no pt involvement.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.